Event description:
Information received from the field notes that multiple attempts to interrogate the device were unsuccessful. The patient's intrinsic rhythm was about 72 bpm. The ECG showed appropriate pacing and sensing with intermittent pseudo-fusion and fusion. The non-magnet v-v interval was about 66.6 ppm and the magnet v-v was about 60 ppm. The patient had been treated for endocarditis three weeks prior and chemo and radiation therapies several months ago.